Event description:
The patient reported pain at ins site and down the legs. The patient stated the therapy was working great for her symptoms but she was experiencing pain at the ins site and down her legs. The patient stated she doesn't know if she was still just healing from the surgery or if this pain was stimulation related. The patient stated the pain almost felt like a burning. The patient stated she has been taking advil every 3-4 hours to help with the pain but she doesn't want something to cover it up she wants to fix it. The patient stated she went to the doctor and they did a CT scan to see it and everything looks good and there was no infection. The patient was wondering if this was normal. Patient hasn't tried that yet in turning off ins but would speak with hcp and see if it may be related to the stimulation but she doesn't think it was because the pain was at the ins site which was noted sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that the patient did notify their managing physician of the burning pain at the ins site and in their legs. They mentioned that it took a while to heal, but they were much better at this time. They also noted that they went to the emergency room to look for infections, but there were no infections. They also mentioned that they felt a pulse when they laid on the device and right before a bowel movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.